Event description:
It was reported that during a #17 impaction procedure, the handpiece overheated and melted the bur guard. The patient received a 7x7 millimeter burn to the lower left lip and the surrounding skin. The surgeon closed the adjacent mucosa with stitches. The burn was treated with a cooling ointment and the procedure was completed with another device. The patient has been seen at the account for 2 post-op visits, but it is unknown at this time if there will be any long term scarring or a need for additional procedures.

Manufacturer narrative:
The handpiece and bur guard were received at the manufacturer, and a quality evaluation was conducted. Based on the investigation details, the failure was most likely caused by the bur guard being installed improperly by the customer. The bur guard can melt if it is pushed down too far onto the handpiece past the shoulder of the spindle housing. When this happens, the nose cone comes into contact with the bur guard, and the friction build up caused when running in this condition can melt and/or break the bur guard. The warning, which is sent with every bur guard, as well as, the instructions for use both state the proper installation for the bur guard. The rotor and bearings were replaced along with the nose cone and other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.